Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during gynecological biopsy (gyn), the tip of the jaw fell off. The device and tip were removed and a new device was opened to complete the procedure. There was no patient injury.